Manufacturer narrative:
This device is not available for sale in the united states, therefore 510k is not applicable. However, similar model is available for sale in the us eg27-i10-us with 510k-k131902. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video gastroscope iber intubation scope eg27-i10. In the event reported the user stated before the installation, the image was found many shodows. This defect was detected in the operating room before use. There is no adverse event reported with this complaint. No additional information was provided.